Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, g3, g6, h1, h2, h3, h4. H6, h10, h11. Suggested code (annex g)- mechanical (g04) - femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. The reported revision is confirmed from the provided invoice; however, the reported loosening event is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the patient underwent a knee revision procedure one year, five months post implantation due to femoral loosening.

Manufacturer narrative:
(B)(4). G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products. (B)(6) oss 7cm segmental femoral lt lot# 579340. (B)(6) oss cemented im stem 12x150 lot# 886300.